Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was placed in the bundle position but dislodged days shortly after implant. The lead was programmed off and, subsequently, explanted and replaced. No patient complications have been reported as a result of this event.